Event description:
User reported that the ventilation module isa failed, resulting in hardware errors during the procedure. There was no patient harm; however, the device malfunctioned and spectrum medical considers this event to be reportable.

Manufacturer narrative:
Investigation confirmed user-reported issue. Isa o2 sensor was replaced and the unit was able to function correctly following replacement.